Event description:
It was reported that a lead integrity alert triggered and there was noise and oversensing noted in both the atrial and ventricular chambers. Several of the events on both the atrial and ventricular leads looked like electromagnetic interference and some of the events on the right atrial lead looked like possible conductor failure. The high voltage therapies were turned off and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.